Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had cracks on the pump by the reservoir. Customer stated that the cracks were on the left, right, and center. They were 2 inches long on each side and 3 inches going down the center. Customer stated that the cracks were on the display screen. Customer was sleeping on the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined the loaner pump and will continue with the current pump even though she was advised for safety to discontinue pump use. No additional information provided.